Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for an unusual sound in their chest for the past week. The patient had a clot formation on their ear drum.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of a clot formation on the patient's ear drum could not be conclusively determined through this evaluation. Additionally, a specific cause for the report of an unusual sound coming from the patient¿s chest, as well as a direct correlation to (B)(6) could not be conclusively determined through this evaluation. The controller event log file contained events from 17oct2022 through 21oct2022. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was reported that the patient heard an ¿unusual sound in their chest¿ for the past week. The patient was noted to be asymptomatic. It was also noted that the unusual sound eventually resolved. The account also reported that the patient had a clot formation on their ear drum. There had been no changes to the patient¿s condition or their anticoagulation status that would have contributed to these events. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists potential adverse events, including peripheral thromboembolic event, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication. The IFU provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The IFU and patient handbook provide information on assessing the patient and pump function. These documents caution the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01mar2021. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient had no changes to their condition that would have contributed to the unusual sound in their chest from the past week. There were no diagnostic testing done and no symptoms or forms of treatment administered to the patient. The patient is stable and the unusual sound resolved.